Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. It was suspected that the battery of this s-ICD had been depleting prematurely. No tones were able to be heard. Ultimately, this s-ICD was explanted and replaced with a new s-ICD which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.